Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, failed flow rate test was not reproduced. Evaluation sent the device for flow rate testing and passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed flow rate test during device power up in the biomed service department. There was no patient involvement. No additional information is available.